Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1013 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the doctor was placing the PICC, after accessing the vein he insert the guide wire then remove the needle and advance the introducer sheeth with dilator over the guide wire. He then remove the dilator and guide wire and advance the catheter but it was not inserting. It was stated he found that the stylet of the catheter had kinks so he used a new kit for the case and the second catheter passed easily without any resistant.

Event description:
It was reported that the doctor was placing the PICC, after accessing the vein he insert the guide wire then remove the needle and advance the introducer sheeth with dilator over the guide wire. He then remove the dilator and guide wire and advance the catheter but it was not inserting. It was stated he found that the stylet of the catheter had kinks so he used a new kit for the case and the second catheter passed easily without any resistant.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong clearvue catheter with stiffening stylet and flushing hub inserted, two 21 g safety introducer needles, one 0.018 in. Guidewire, one statlock in a sealed bag, one scalpel, one 4.5 fr introducer sheath, two dilators (one of which was returned within the introducer sheath), one proximal connector piece, and one distal connector piece were returned for evaluation. An initial visual observation showed blood residue on all of the returned samples except the statlock in the sealed bag. The stylet within the catheter was observed to be bent approximately 12 cm distal to the white flushing hub. A microscopic observation revealed no damage on the stylet other than the slight bend. An attempt was made to pass the returned catheter through the returned introducer sheath, and the catheter was able to pass completely through the sheath with some very slight resistance at the location of the bend. While the cause of the bend in the stylet could not be determined from the returned samples, possible contributing factors include forceful insertion of the catheter against resistance and damage during assembly, handling, or use. A lot history review (lhr) of recv1013 showed no other similar product complaint(s) from this lot number.